Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was getting a blank display after a battery change. The customer stated when he changes the battery it takes a while for the insulin pump to turn back on and he gets nervous. Customer stated it takes about four minutes for screen to re-appear after making the battery change. The customer's blood glucose was 135mg/dl. Customer reported a chipped battery compartment. Advised customer the insulin pump will be replaced.